Event description:
It was reported that the user replaced a cgm sensor and did not initially pair it with the ilet, resulting in no glucose readings until guided through starting a new sensor and entering the pairing code, after which the sensor began pairing and the ilet displayed glucose values. Symptoms included hyperglycemia, with fingerstick values of 309 mg/dl and 244 mg/dl and ilet-displayed values of 182 mg/dl then 288 mg/dl. Outcomes included continued device use with monitoring and no alarms, no injuries, and no hospitalization. Investigation included customer support troubleshooting, confirmation of sensor pairing, entry of a calibration fingerstick into the pump, and guidance on proper fingerstick technique. Investigation of this case revealed user setup error related to sensor pairing, with device function restored after proper pairing and education. It was concluded, based on previously established findings for similar reports, that the cause was use error during setup corrected by troubleshooting and education.